Manufacturer narrative:
Initial reporter address 2: (B)(6). Date of event: date of event estimated based on aware date as the date was not reported.

Event description:
It was reported that death occurred. A customer commented that around 10 to 15 days post-implant of a stent, the patient experienced stent thrombosis and died. Additional information has been requested.